Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up, externalized conductors were observed when the lead was diagnostically imaged prophylactically. All electrical measurements were normal. Lead remains implanted.

Event description:
It was reported that the lead was capped and replaced during a device change out due to eri. Lead fracture was noted. The patient condition was fine post procedure.

Manufacturer narrative:
No medwatch form was received.